Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10. Testing of actual/suspected device (10) a getinge field service (fse) performed a preventive maintenance (pm) on january 04, 2021 at that time the fse evaluated the iabp for the reported issue. The fse was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed "low battery" despite being plugged into wall power. The iabp plug was moved to multiple outlets on the wall in case breaker was blown, however the iabp still would not charge. The end user reported that both of the batteries were showing critical low levels without evidence that they were charging despite iabp being plugged into wall power. The end user removed battery #1 to try and reset/reseat the battery and as soon as the battery was removed the iabp powered off. End user made multiple attempts to power the iabp back on, but was unable to do so. The end user swapped the iabp and it worked fine. The end user contacted perfusion to verify settings and operation of iabp and indicated that the patient remained hemodynamically stable the entire time. There was no harm or injury to the patient, and no adverse event was reported.

Manufacturer narrative:
Device not accessible for testing: the event occurred on (B)(6) 2020 and it was noted that batteries initially were fully discharged. The user plugged in the iabp and the batteries were fully charged the next morning. On (B)(6) 2021, the iabp was taken to the customer¿s biomed. The unit was then turned on and unplugged. Biomed waited until the batteries were fully discharged. Once the batteries were discharged, the biomed proceeded with charging the batteries again. On (B)(6) 2021, when the customer reported the problem to a getinge clinical specialist, the customer requested to verify if the unit is able to return to service. The customer stated that the iabp has the battery status on the monitor display. In addition, the customer requested iabp training session where units are used/stored. On (B)(6) 2021, the fse confirmed that preventive maintenance was performed on (B)(6) 2021. A software upgrade and preventive maintenance were performed on (B)(6) 2021. The unit has been used for clinical service. Upon completion of our investigation, a supplemental report will be submitted. Customer did not request service.

Manufacturer narrative:
Additional information: tel - (B)(6).